Event description:
Product failure - returning for eval.

Manufacturer narrative:
A substantial portion of the perimeter of the mesh did not exhibit evidence of fixation. The sutures were only placed around the edges of the defect and not at the perimeter of the mesh as recommended in the instructions for use. The lot history of the mesh was reviewed and the product was found to have met all specifications. IFU states that the c-qur edge mesh should be shaped, sized and anchored taking into consideration the pt's posture, weight and anatomical location. The cause is improper fixation.